Event description:
A report was received that the patient developed an infection at the pocket site. It was mentioned that the pocket was hot and painful to touch. The physician did not believed infection to be device or procedure related. The patient was placed on antibiotics and was explanted.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the pocket site. It was mentioned that the pocket was hot and painful to touch. The physician did not believed infection to be device or procedure related. The patient was placed on antibiotics and was explanted.